Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user requested to return the pump after experiencing hypoglycemia they attributed to the device delivering too much insulin following one day of use, and they declined further training and troubleshooting. Symptoms included hypoglycemia. Outcomes included no reported hospitalization, no emergency treatment, and no device alerts or alarms. Investigation included internal complaint intake and notification to the clinical support team. Investigation of this case revealed an unclear cause with no device malfunction confirmed and no alarms reported. It was concluded, based on previously established findings for similar reports, that the cause was unknown.